Manufacturer narrative:
This report has been identified as b. Braun med inc internal report # (B)(4). Three used space pump IV sets, without packaging, were received for evaluation. The sts were subjected to an air pressure (leakage) test according to specification with acceptable results. There were no leakages observed at any of the tubing connections. Both ultrasite y-sites on all three sets were then accessed with a syringe, and the sets were re-tested. During this test, no leakages were observed from any location on the sets. No adverse qual trends of this nature were identified during the complaint review process for the reported catalog number or involved ultrasite valve material number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned samples met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports leakage at the lower y-site where the y-site connects to the tubing. The medication used was a chemo drug, etoposide.